Event description:
In 2007, a series of frequent ICD shocks unaccompanied by palpitations, syncope or chest discomfort occurred. Patient was taken to the ER where shocking was seen to be associated with normal sinus rhythm. ICD deactivated, determination made that it was safe to return home and return to hosp on four days later, for repair. Dx - ICD lead fracture with inappropriate shocks.